Event description:
Patient had post-operative pain and infection at the incision site reported to be definitely related to implant procedure. Medication was administered for the adverse events. The infection and pain were reported to have resolved. The implanted generator was sterilized prior to distribution. No additional relevant information has been received to date.